Event description:
Information received by medtronic indicated that insulin pump was getting no delivery alarms and got button errors. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned insulin pump for alleged keypad unresponsive/button error alarm, blank display, and no delivery/occlusion alarm - unknown timing found on july 06, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The device passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment. No delivery alarms and keypad unresponsive button alarms were not found during testing. Successfully downloaded insulin pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No battery alerts, alarms, or anomalies were noted on the event date of july 06, 2022 in the insulin pump history files and traces. No delivery alarms were not found in the insulin pump history files and traces on the event date of july 06, 2022. Device was cut open to perform visual inspection and found moisture damage on electrical board 1 and in the battery tube. The following was also noted during visual inspection: scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, battery tube threads - cracked, corroded battery tube, and label damage. Keypad unresponsive/button error alarm, and no delivery/occlusion alarm - unknown timing were not confirmed during testing. Blank display was not confirmed. Moisture damage was confirmed found on electrical board 1 and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.